Event description:
The customer reported that higher than expected prostate specific antigen (psa) results, within and above the normal reference range, were generated on an access 2 immunoassay system for multiple patients on multiple days. This report represents the higher than expected psa results for one patient generated on (B)(6) 2012. Multiple psa results, within the normal reference range of the assay, were generated for this patient. The psa results were reported outside of the laboratory. It is unknown which specific test result(s) were reported outside of the laboratory. The patient was advised to return for a psa retest in one month's time. There is no evidence that a death, serious injury or modification to patient treatment occurred as result of this event. The psa retest generated a lower psa result within the normal reference range of the assay. The customer indicated that psa results did not match the expected psa clinical progression of prostate disease or of disease treatment protocols. The sample was collected in a serum tube with gel separator and allowed to clot for fifteen minutes. The sample was centrifuged at room temperature prior to testing. There were no questions with any other assays. Instrument psa quality control results were within the customer's established specification during the timeframe of this event. Specific patient information, raw data results and additional system performance information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 and (B)(4)2012 for this event. The field service engineer (fse) found no significant hardware issues, no instrument parts were replaced, and the fse verified instrument performance during both service calls. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2012-00656, 2122870-2012-00124, 2122870-2012-00503, 2122870-2012-00040, 2122870-2012-00657, 2122870-2012-00658, 2122870-2012-00659, 2122870-2012-00762, 2122870-2012-00763.

Manufacturer narrative:
The customer supplied laboratory supplies to beckman coulter inc. For investigative testing purposes. Beckman coulter inc. Investigation conducted by customer product line support indicated that the cause of the erroneous psa patient results was sample contamination, through the use of transfer pipettes which had been likely contaminated with free psa-containing agents, such as a quality control material or calibrators. The pipettors are not beckman coulter inc. Manufactured products. The mechanism of the transfer pipette contamination is unknown. Based upon these preanalytical factors, it was concluded that beckman coulter inc. Device(s) were not a cause of this event. (B)(4).